Event description:
It was reported that the greatbatch medical lead was capped for an unknown reason and the other along with a non-bsc lead 6949/lf170608v and device (biotronik) which was explanted for the same unknown reason.